Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system cracked at the adaptor when starting infusion, resulted in leakage from adaptor. Customer¿s verbatim: ¿ (B)(6) 2019 nurse found crack on the adaptor when starting infusion, liquid leakage from adaptor, then changed a new one. ¿

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8305840. Our records show that this is the second instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, based on previous investigations, our engineers determined that the dimensions of the metal wedges used in this lot were approaching the upper limits. It is highly possible that variance in the wedge and adapter for this specific device could have resulted in too tight of a fit during assembly , causing the crack observed in the adapter wall. To address this issue we have consulted the supplier of the metal wedges, increase the window for swage depth to provide additional room for an oversized wedge, and added a complete check of all finished goods for this defect.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system cracked at the adaptor when starting infusion, resulted in leakage from adaptor. Customer¿s: ¿ (B)(6) 2019 nurse found crack on the adaptor when starting infusion, liquid leakage from adaptor, then changed a new one. ¿